Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose of 444 mg/dl and 438 mg/dl. The customer's blood glucose was 384 mg/dl at the time of call. The customer's daughter stated that they treated the high blood glucose with the insulin pump and with the manual injection. The customer's daughter stated that the drive support cap appeared normal. The customer's daughter performed troubleshooting and did not find air bubbles and leaks. The customer's daughter performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.